Manufacturer narrative:
As reported in a research article, 482 patients underwent mitral valve replacement using an epic valve between 2009 and 2018. Events of 45 operative deaths and 10 valve related deaths during follow up were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number - 3001883144-2021-00087. An article "durability of mitral valve replacement with a 3rd generation bioprosthesis", was reviewed. This research article is a retrospective single center experience to evaluate the durability of a third-generation porcine bioprosthesis (epic valve) in the mitral position, according to patients¿ age at surgery. Epic valve (abbott) was associated with the study. The article concluded the epic bioprosthesis showed good durability at 5 to 10 years in the mitral position. The primary and correspondence author of the article is amedeo anselmi, md, phd, division of thoracic and cardiovascular surgery, pontchaillou university hospital, 2 rue henri le guilloux, 35000 rennes, france , with the email amedeo.anselmi@chu-rennes.fr.